Manufacturer narrative:
Pump received with intermittent up arrow button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that buttons were not responding. Customer's blood glucose was 154 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.